Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence. The pump was not cycling and the pressure regulating balloon was overfilled. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.